Event description:
It was reported that this patient had a sinus bradycardia and intermittent prolonged first degree atrioventricular block. After a successful puncture a sheath was used and a 9 grid positioning method was applied to location positions five the mid right ventricular septum. After three to four attempts the pacing thresholds and impedance measurements increased suddenly and a perforation was suspected. When the position was changed it would found that this lead would pop out on it's own after being extended. Upon removing the lead tissue was seen on the helix mechanism. After cleaning the tissue off and reattempting the lead still popped out and increased thresholds, decreased sensing and impedances increased to 1500 ohms. Due to risks of perforation and dislodged the lead was removed and replaced. The new lead did not show any issues. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this patient had a sinus bradycardia and intermittent prolonged first degree atrioventricular block. After a successful puncture a sheath was used and a 9 grid positioning method was applied to location positions five the mid right ventricular septum. After three to four attempts the pacing thresholds and impedance measurements increased suddenly and a perforation was suspected. When the position was changed it would found that this lead would pop out on it's own after being extended. Upon removing the lead tissue was seen on the helix mechanism. After cleaning the tissue off and reattempting the lead still popped out and increased thresholds, decreased sensing and impedances increased to 1500 ohms. Due to risks of perforation and dislodged the lead was removed and replaced. The new lead did not show any issues. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.